Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the device was retracted through its introducer sheath; therefore, the reported inability to advance the ruby coil lp from its starting position could not be confirmed. Further evaluation revealed pusher assembly kinks on the proximal end and along the distal shaft, and offset coil winds along the embolization coil. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the ruby coil lp not being able to advance at all past its initial position within its introducer sheath.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed ruby coil lps in the target location using the microcatheter. Subsequently, while attempting to advance another ruby coil, the physician experienced resistance and noticed the ruby coil was stuck in the starting position within the introducer sheath. After making two more attempts, the physician removed the ruby coil lp. The procedure was completed using additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.